Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The brakes were adjusted and the system was able to be locked in place. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 mainframe's brakes were not locking allowing the system to move and presenting a hazard. The system was held in place during procedures. There was no adverse pt involvement reported. There was no pt info reported.